Event description:
Report received of an underdelivery. During routine preventative maintenance testing at the user facility, the device delivered a measured volume of 16 ml from an expected delivery of 20 ml. Delivery accuracy specification for this device require delivery of 20 ml +/- 1 ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.